Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient cannot see clearly. The lens was exchanged for another lens model 02 months 16 days following the initial procedure. Clinical reason for explant was mentioned as diplopia, anisometropia. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in d.9., e.4., h.3., h.6 and h.11. The lens was returned in a specimen cup. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify a root cause for the reported complaint. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the extensive optic damage. The replacement lens was indicated to be an atiol (advanced technology intra ocular lens). The specific model/diopter were not provided. The manufacturer internal reference number is: (B)(4).